Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Upon device return and inspection, it was observed that there were some white marks/spots in the catheter handle. Images provided show the handle with white marks. The review of the images confirmed the reported allegation.

Event description:
It was reported that during preparation for a pulmonary vein isolation atrial fibrillation procedure, a farawave catheter was found to have white powder and dirt on the handle section. The catheter was replaced with a similar device, and the procedure was completed. No patient complications occurred. The device has been returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a pulmonary vein isolation atrial fibrillation procedure, a farawave catheter was found to have white powder and dirt on the handle section. The catheter was replaced with a similar device, and the procedure was completed. No patient complications occurred. The device is expected to be returned.